Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are: erl and hbe. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Date of manufacture: aug 29, 2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 during an initial orbital reconstruction surgery for an orbital fracture, the surgeon had an issue with the drill bit over-drilling the holes. Because the holes were too big, the screws "fell into the hole" and were unable to be tightened. There were no issues reported with the screws. At the time, it was thought that the surgeon was handed the wrong drill bit which was 1.1mm and not the 0.76mm drill bit she wanted. The surgeon ended up using a competitor's devices which caused a 45 minute delay while waiting for their trays to be located and opened. The surgery was successfully completed and the patient was reported as stable. While restocking the depuy synthes set after the surgery, it was noted that the drill bit used during the surgery and a second drill bit found in the section of the tray meant for the 0.76mm drill bit, were both etched as a 1.1mm drill bit. It was reported that both devices were already out of the package prior to the surgery. However, it was found that an unopened package labelled for the 0.76mm drill bit actually contained a 1.1mm drill bit. Therefore, it is believed by the staff that the drill bit used in the surgery may have had the same labelling issue but they are unable to confirm this. Concomitant medical products: 1.0mm ti mf cortex screw self-tapping w/flutes 5mm (part # 400.505, lot # unknown, quantity unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The device was received, without the complained packaging the lot number are not confirmed. The product investigation shows, one drill bit (part # 03.503.246, lot #'s u234081) was received for investigation. The drill bit was inspected and found to be conforming to specifications. It was unable to be confirmed that an incorrect device was received in the package since the original packaging was not returned. The exact cause of the complaint condition was unable to be confirmed. Field action investigation has been opened to investigate the matter further and address the risk associated with the reported complaint condition. Drawings were reviewed and no issues or discrepancies were found with either designs. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.